Event description:
It was reported that during an lso procedure, the device cracked at the most distal portion. A device of a different product code was used to complete the procedure. There was no patient consequence.